Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis grade 2. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated and had issue with capsular contracture baker grade 3, and bilateral ptosis grade ii. As a result patient underwent bilateral mastopexy, and bilateral removal and replacement as follow; right replaced with cat#:3501645, sn#: (B)(4), and left replaced with cat#: 3501645, sn#: (B)(4) on (B)(6) 2019. The issue was confirmed by ultrasound examination. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020.the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and proceduresmanufacturer¿s reference number:(B)(4).